Manufacturer narrative:
A patient experiencing autoreducing due to high impedance was reported to abbott. The patient leads were explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported patient's leads were explanted and replaced on (B)(6) 2024. Therapy was restored post-op.

Event description:
It was reported the patient is not receiving effective therapy due to high impedances. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Section b3: date of event is unknown.